Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, oversensing due to noise resulting in inappropriate atp being delivered was noted on the right ventricular (rv) lead. Technical support was contacted and suspected emi as the source of the noise. No intervention has been performed. The patient was stable and will continue to be monitored.